Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic for follow up, noise was observed on the rv lead. Patient was asymptomatic. Upon revision of session records it was suspected that noise may be related to possible fracture on the lead. The lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable.